Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid, in a lens cas/vial. Visual inspection found the lens torn in two pieces and portion of the haptics are missing. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A damage cc4204a ,+28.5 diopter, intraocular lens was returned. A note on the lens packaging box indicated "(od) open did not use, lens tore". Additional information has been requested but non has been forthcoming, if additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: (B)(4).